Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2013-00860. Same case as MDR ID# 2134265-2013-00852. It was reported that during a stenting treatment procedure, thrombosis occurred. (B)(6) 2012 - the patient presented with persistent chest discomfort and was hospitalized on same day. ECG revealed marked st abnormality possible inferior subendocardial injury. Cardiac enzymes were elevated consistent with the protocol definition of mi. The patient was diagnosed with a non st elevation myocardial infarction. The patient was taking aspirin only; the study drug was last taken in (B)(6) 2011. The 90% stenosis located in the 1st diagonal was treated with pre-dilatation and placement 2.5 x 8mm ion stent. Residual stenosis was 0%, with timi iii flow. In addition, 90% stenosis in the proximal left anterior descending artery (lad) was treated with pre-dilatation and placement of 2.50 x 8mm ion stent. Following stent deployment slow flow in the lad, distal to the stent, was noted. This was treated with administration of nitroglycerin-induced coronary vasodilatation (ntg ic) with minimal improvement. The stent was post dilated using a 2.0 x 8 mm emerge balloon, following post dilatation another 2.25 x 16 mm ion stent was deployed distal to the proximal lad stent, however, no improvement in flow was noted even after administration of ntg ic. The procedure was ended with 0% residual stenosis and timi I flow to lad. Angiography was performed and revealed a filling defect in the proximal and mid lad. Therefore, an aspiration thrombectomy was performed; however, there was minimal improvement. The patient subsequently had cardiogenic shock and depressed left ventricular function. Ischemic ECG changes were noted in the anterior leads. Based on review of angiogram images, the physician elected to treat the patient medically. The event is considered resolving/ recovering. The patient was discharged nine days later on aspirin and effient.